Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered an alert for post paced t-wave oversensing. There have not been any more instances of oversensing. No programming changes were completed.